Event description:
It was reported that suture placement in the right common femoral artery using a prostyle device using the pre-close technique prior to a thoracic aortic aneurysm (taa) interventional procedure. The sutures of three prostyle devices were successfully placed. The sheath was upsized to a 22f sheath, and the taa procedure was completed. Reportedly post procedure, during advancement of the first suture, a suture break occurred during knot advancement with the suture trimmer. A new prostyle device was used. A total of three prostyle devices were to achieve hemostasis. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.